Event description:
It was reported that on (B)(6) 2024, an 8mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system. During implant, the occluder deformed with a cobra shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The deformed device was never released from the delivery cable and removed from the patient. The 7f delivery sheath was exchanged for a new 6f amplatzer delivery sheath, however the deformation persisted. A new 9mm amplatzer septal occluder was selected for implant using the same 6f delivery sheath and was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, a cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, a cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.